Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 9. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.